Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947, implantable tachy lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had a steady rise in threshold due to lv lead dislodgement. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.